Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Event description:
Customer reported he received a reading of 600 mg/dl on his precision xtra blood glucose meter. Customer was unable to report when this reading was obtained. He further reported experiencing fatigue. Customer self-presented to a local healthcare facility but was unable to report if he received a diagnosis. However, customer did note he was given "some sort of insulin". There was no report of death, serious injury or mistreatment associated with this event.